Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of tissue damage is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using a prostyle after a common iliac artery stenting procedure using a 7f sheath. Reportedly, a cuff miss occurred. Then two more prostyles were attempted and the same occurred. One of the 3 devices did not have a completely retracted footplate on removal despite step number 4 being completed. The anterior footplate was protruding out of the device shaft. The device was able to be fully removed from the anatomy without any difficulty, however, vessel damage was noted. A surgical cut-down was used to repair and close the vessel. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.